Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from an unknown roche analyzer. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Ft3: 5.22, 4.00, 4.39 pg/ml. The third result was reported to the physician. There was no adverse event. Liquid flow cleaning was performed and qc tested the next day was acceptable.

Manufacturer narrative:
Additional information was received: the analyzer at the customer site was cobas e601 serial number (B)(4). The field service representative carried out a periodic inspection and there was no problem found. He replaced the syringe seal piece, o-ring and pinch bulb tube. He cleaned the reagent and sample probes as they were a little dirty. The field service representative ran repeatability testing on several samples for ft3 and there was no difference from the results obtained before the maintenance. A specific root cause could not be identified. From the information provided, a general reagent issue could most likely be excluded. The issue may be related to a sample specific issue such as micro-clots or fibrin. However, as the customer was not using the recommended sample rack tube adapters, issues with sampling caused by leaning sample tubes could not be ruled out.